Manufacturer narrative:
(B)(4). Product not returned for evaluation, customer declined a replacement product. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 95 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed (date / time not set): (B)(6). Adverse event not reported.